Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that multiple loss of prime warnings had been received. The cartridge was replaced and the issue continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, a review of the black box history showed a loss of prime warning associated with a low non-zero force. An ¿ezprime¿ sequence and 24 hour duration tests were successfully completed with no loss of prime warnings occurring. The force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. The loss of prime issue was observed in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.